Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. The sensor plug was properly seated in the mount. No evidence of electric shock was observed. The sensor was de-cased and a visual inspection was performed on the printed circuit board assembly (pcba). No evidence of electric shock was observed. No malfunction or product deficiency was identified. Section d3 (email) and section g1 were updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported, "an electric shock when scanning the freestyle libre sensor." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported, "an electric shock when scanning the freestyle libre sensor." There was no report of death, serious injury, or mistreatment associated with this event.